Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the distal end presents a slight bent. It was reported that there was mild bending of the endotracheal tube's tip. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the device is damaged or the integrity of the sterile barrier has been compromised, do not use the product and contact your covidien representative for further information. It is essential to verify that the tube position remains correct after intubation, especially when a patient¿s position or the tube placement is altered. Correct any tube mal-position immediately. Use of a reinforced tracheal tube should be considered if extreme flexion of the neck (chin-to-chest), movement of the patient (e.g., to a lateral or prone position), or tube compression is anticipated after intubation. If using a stylet to facilitate intubation, verify the stylet does not extend beyond the end of the tube and can be easily removed before intubation. Take care not to damage the stylet sheath during reshaping, insertion or removal. If the stylet sheath is damaged, do not use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on x-ray, there was mild bending of the endotracheal tube's tip. There was no problems with respiratory status and the tube used continuously and was explanted later on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6. Additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.